Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the surgeon observed that the fenestrated bipolar forceps (fbf) instrument was not coagulating. The electrical energy was not passed to the tissue. There was no error message on the screen. When the customer checked the instrument in the patient, with endoscope camera, they have realized that the electrical cable at the jaws were broken off. The site tried to take out the fbf from the patient but the head was broken and stuck into the 12-8 reducer. No fragment fell into the patient. A backup da vinci instrument of the same kind was used. The procedure was completed with no patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the conductor wire (black cable) was fully broken. The reporter could not confirm if the black insulation was damaged. The customer did not observe arcing during a use of instrument. The customer did not observe any thermal damage on the instrument. The site removed the instrument together with the 12-8 cannula reducer because they were not able to take the instrument out of the reducer. The port incision was not increased in order to remove the instrument and cannula together. The site have already used a 12mm cannula with a reducer.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) and the images show the proximal clevis dislodged from the main tube. As a result, the instrument would be difficult to remove from the reducer. ' blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.